Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, and successfully cleared malfunction without recurrence, and was advised to continue using pump and call back if malfunction reappeared.